Event description:
Complainant in japan reported the automated impella controller (aic) was being prepped for an impella implant. When starting up the aic, there was a yellow alarm with controller error. The device was started three times, but the problem did not improve. The aic was replaced. No patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.